Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported their "unit is not working properly" and said the unit had not been effective in their right leg. Pt said therapy was "not where they needed it." Pt said they had one instance where they switched groups and the therapy was way too high. Pt said they "hoped the high therapy did not cause damage inside their body." Pt said the intensity was unbelievable. Pt said they had a 6 or higher. Additional details were not gathered because pt said they had a call from a mdt rep and had to go. Pt called back stating they were very dissatisfied. Implant was helpful until now and it stopped working and needed to be adjusted by a rep. Pt feels like they were being electrocuted. Pt was hurting on the side where the unit it, pt had pain in that particular area on the left side of back where ins was, no matter what group pt tried. The rep cannot see the pt until pt's appointment with the surgeon. The surgeon is on vacation and won't be back until the 28th. Pt suggested pain management or other hcp to meet with the rep but the rep said no. Pt is upset that rep won't go to a different hcp.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain indications. Pt reported their implant moved out of pocket and the issue began immediately. Pt stated their healthcare provider (hcp) told them to wait and see if the implant settled. Patient services (pss) redirected the pt to their hcp. Pt disconnected the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that they have not used their device in about 2.5 years because they were not happy with the programming and the relief. Pt explained that the ins provided adequate relief when they were first implanted with the device but they were reprogrammed by a different manufacturing representative (rep) after and they haven't received adequate relief since. Pt stated that sometimes they'd feel stim in their left leg but not the right leg, or vice versa. Pt stated that one time after being reprogrammed the stimulation was so strong that "it sent them through their car roof". Pt expressed dissatisfaction with having to meet with multiple field reps and said that all of the reps don't seem to have the same knowledge when it comes to programming the device. Pt stated that they stopped using the device for those reasons. Patient stated that they had a car accident on (B)(6) and they dislocated their shoulder and the ins now feels as though it flipped and is protruding from the ins pocket. Caller said that it's causing them pain and they can feel the ins when they touch the implant site. Caller also mentioned that they can feel the device when sitting back in a chair. Caller stated that they are now they need an MRI of their shoulder and back but they recently lost all of their external equipment so they're unable to enable MRI mode. Caller stated that they don't plan on using their ins but did charge the ins in preparation for the MRI. Caller mentioned that they are considering having the ins explanted. The patient was redirected to their healthcare provider to further address the issue.